Event description:
It was reported that a dental implant is no longer usable due to an abutment screw fracture and fracture of a repair drill. It is unclear whether the implant will be removed or stay as sleeper.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury with an implant due to a malfunction of abutment screw and repair drill that occurred while using the xive implant system. This report is for the dental implant device. The dental abutment device report has been submitted with report number: 3013111692-2026-05323, which will be updated. An additional report will be sent for the drill. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.